Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided to a review of the device history record was not possible. Based on the information received, the cause of the reported burn may have been due to the wrinkle in the patch. Per the IFU, failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location.

Event description:
During a three level unilateral cervical ablation procedure, a patient burn occurred near the right flank under the grounding pad site. The generator was ablating at 80 degrees for 90 seconds. There was a wrinkle on the grounding pad and when it was removed a small blister was noted. No intervention was needed to treat the burn but the procedure was cancelled. The patient is in stable condition and there were no performance issues with any abbott device.